Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from the o-ring. Customer reverted to multiple daily injections for insulin therapy. Customer's blood glucose was 600 mg/dl with high ketones. Customer's hcp identified ketone levels as life threatening. Elevated blood glucose was addressed via manual insulin injection.